Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that during a tavr with a 26 mm sapien 3 ultra valve, the balloon on the 26 mm commander delivery system ruptured during inflation. The valve was successfully implanted. Per engineering findings there were scratches on the 14fr esheath+ distal shaft and the distal tip is fully torn circumferentially.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The 14fr esheath+ was returned with a slight curvature due to packaging, the liner fully expanded, the distal tip was fully torn circumferentially and was not returned, there was partial liner delamination at the distal end, starting approximately 10" from the distal strain relief, the c-marker was present, hdpe stretching was noted along edge of torn tip, and scratches on sheath of distal shaft. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed by an edwards imager. Review of the images found the patients access vessel had presence of tortuosity and calcification including within the femoral bifurcation region. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed per evaluation of the returned device. Distal tip tear events are known to occur during ds/crimped thv advancement through distal shaft, which can be promoted through a combination of patient- and/or process-related factors. Circumferential tip tearing is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. In addition, 3mensio report revealed tortuous and calcified anatomy. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. As such, available information suggests that variability in tip expansion and/or patient factors (tortuosity, calcification) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. The complaint for system components separate during use was confirmed per evaluation of the returned device. Available information suggests procedural factors (high push/withdrawal forces) likely contributed to the event. High push forces applied to overcome any resistance during system advancement could contribute to tip tearing and subject it towards separation. Balloon burst could also promote catching between the altered balloon profile and torn tip during system retrieval, leading to component separation when applying withdrawal maneuvers. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required for the system components separate. Prior corrective action captures prior distal tip tear investigation and corrective/preventative action. Trending analysis indicates complaint rates for march 2025 are within the control limit. No further escalation is needed at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.